Event description:
The customer observed falsely elevated architect free t4 result generated on the architect i2000sr processing module for one patient. The sample was repeated and a lower result was obtained. The following data was provided: customer¿s reference range: 9.01 to 19.05 pmol/l initial architect free t4 result = 22.42 pmol/l; repeat result = 17.61 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and discovered the 100ul buffer pump was leaking. The fsr replaced the 100ul buffer pump and deemed the part as the likely cause for the falsely elevated architect free t4 result. An instrument service history was reviewed for (B)(6) and revealed no additional issues of falsely elevated architect free t4 patient results post service intervention. A review of tracking and trending of the immunoassay systems did not identify any trends related to the architect i2000sr system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6) or the 100ul buffer pump were identified.